Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source experienced power turned off. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected field(s): h6-medical device problem code. New information added to the following fields: d8, d9, h3, h4 and h6. The device was returned for evaluation where the reported event was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: since the attached documents confirm that the power connector is faulty, it is assumed that the power outage of the device is caused by the power source connector failure, however, a definitive root cause was not identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.